Event description:
Reportedly, the surgeon used a second endostitch instrument and the needle broke off into the pt's abdomen. The surgeon was unable to retrieve the needle remant. The pt's family was informed and elected not to have laparotomy performed in order to retrieve the needle remnant.